Event description:
A malfunction was reported with a malfunction code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, but the malfunction code recurred after the reset, leading to a decision to replace the pump despite it being out of warranty.